Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. Additional information h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the malfunction would likely be a power unit failure. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the visera xenon light source had its main lamp not working but the spare lamp was. The issue occurred during preparation for use for an unknown procedure but was completed with a similar device with no delays. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer¿s allegation was confirmed. The evaluation found the following: there was a power supply failure. The chassis, top cover and front panel were all corroded and rusty, the video connector was rusty as well. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.